Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the click anchor was replaced. The patient was doing well postoperatively, and the explanted click anchor will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7119199; product family: scs-lead fixation, upn:m365sc43180, model: sc-4318, batch: 29625929.